Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument to perform failure analysis (fa). Fa did not confirm or replicate the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the tips opened and closed properly. The instrument released energy 3 of 3 attempts. The instrument was fully functional, and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia procedure, the patient required an emergent diagnostic laparoscopy to repair a burn injury to the bowel. There were no recognized intraoperative complications, but the surgeon noted there was a reduced tissue effect while using the monopolar curved scissor (mcs) instrument throughout the procedure. The procedure was completed robotically, and the patient was discharged. Post-operative day 1, the patient presented to the emergency room (ER) with abdominal discomfort but was evaluated and discharged home. Post-operative day 2, the patient returned to the ER experiencing abdominal pain, tachycardia and was hypotensive. The patient was brought to the operating room for an emergent diagnostic laparoscopy procedure, where a burn injury was discovered on the bowel, that had since perforated from the initial procedure. The burn injury was circular in shape and measured to be approximately 2 millimeters in diameter. Intraoperative cultures were taken as there was gross spillage from the bowl injury, into the abdominal cavity. The surgeon performed a laparoscopic hand-assisted bowel resection using a third-party laparoscopic stapler, to remove the injured portion of the bowel. The procedure was completed but post-operative the patient required intravenous (IV) antibiotics to treat the infection that resulted from the gross spillage into the abdominal cavity. The patient is still in the hospital, waiting disposition on the IV antibiotics and then will be discharged home. After the completion of the second procedure, the mcs instrument used in the initial procedure was obtained from the sterile processing department and a crack along the instrument shaft was observed. The surgeon believes the reduced tissue effect in the initial procedure, was possibly caused by the defect in the shaft and created an alternative pathway for electrosurgical energy to leak, resulting in the burn injury.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined although the customer believes the burn was due to the defective monopolar curved scissor (mcs) instrument. Intuitive surgical, inc (isi) did not receive the mcs instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted, and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.